Event description:
It was reported the asymptomatic patient presented remotely via merlin.net . Upon review of the transmission, it was observed the implantable cardiac defibrillator exhibited post-sensed t-wave oversensing. Programming adjustments were discussed. However, there was no intervention made.